Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not able to test blood glucose due to blank screen issue on her freestyle meter. Customer reported experiencing symptoms of dizziness, stomach discomfort and severe headache. Customer also reported calling paramedics for assistance and being diagnosed with hyperglycemia. Customer reports self medicating with advil for the headache. The treatment for the symptom management of her diabetes is unknown.